Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged pins within the system controller¿s power cables was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no images were submitted for review. Multiple good faith efforts were sent regarding product return. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was received. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's primary controller had damaged pins and required a replacement. The system controller was exchanged.